Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a device change out procedure this chronic lead was plugged into a non-boston scientific implantable cardioverter defibrillator. After the setscrew on the device header was tightened down, a lead tug test was performed and the terminal pin stayed in the header of the device; however, the ring along with some of the lead's insulation came out of the header. The setscrew was loosened and the terminal pin was removed, the lead was put back together and tested with the pacing system analyzer. The lead was subsequently plugged back into the device, and noted to be working appropriately. The physician consulted technical services to see if the lead was okay to use. Boston scientific technical services advised the physician that the lead's integrity was compromised and suggested implanting a new lead. It is unknown at this time if this lead remains implanted and in use or if the physician opted to implant a new lead. No adverse patient effects were reported.